Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis on user's data in data management system (dms), there was some evidence of system inaccuracy. However the mismatch between bg and sg value was found to be temporary and system performance recovered soon after the incident. Overall, there was no malfunction with the system. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a false hyperglycemia event due to alleged sensor inaccuracies on (B)(6) 2021. Blood glucose (bg) was 4.7 mmol/l where as sensor glucose (sg) was 17 mmol/l. User did not have any symptoms since the bg was in normal range. However user received high glucose alert and self treated with insulin considering the sg value which was high.